Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: a review of the pump black box revealed evidence of a discharged battery being installed into the pump. There were no drastic voltage fluctuations observed. The pumps current draws were within specifications. The pump case was removed and there was no intermittent condition or moisture found inside the pump or within the power circuit. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper. There was no moisture found inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).